Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6)2017. Reportedly, bg readings were taken from the foot. Additionally, the patient was under 2 years of age. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data. Labeling indicates: only use fingerstick measurements from your bg meter for calibration. Never use alternative site bg values such as blood from palms, forearms, etc. Alternative site bg values are different from a fingerstick bg value and may not reflect most recent bg value. Labeling indicates: the dexcom g5 mobile continuous glucose monitoring system (dexcom g5) is a glucose monitoring system indicated for the management of diabetes in persons age 2 years and older.